Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On an unreported date, a break in aseptic technique occurred, described as the patient made a mistake. On (B)(6) 2011, the patient experienced peritonitis, which did not require hospitalization. The cause of the peritonitis was a break in aseptic technique. On (B)(6) 2011, the patient began remedial therapy with fortum (1gm, once daily, intravenously) and vancomycin (1gm, loading dose, intravenously). Concomitant medications were not reported. It was not reported if the patient was retrained in aseptic technique, therefore, the outcome is unknown. The peritonitis was resolving. Dianeal therapy was ongoing as was remedial therapy with fortum. The nurse believed that the peritonitis was not related to dianeal therapy and did not provide an assessment of causality for break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.